Event description:
Customer reported an issue with the passport 2 monitor, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit, corrections included replacement of the unit's spu board, rtc chip, spo2 board, and lcd display. Unit was safety tested to factory's specs.